Event description:
It was reported that the customer received a rf pic failed self test alarm. The customer's blood glucose level was 115 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
A64 alarm during self test due to faulty y1 on rfb. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.